Manufacturer narrative:
(B)(4).

Event description:
A patient in (B)(6) was undergoing a dialysis treatment which included a polytlux 170 h dialyzer. An external blood leak was identified at the beginning of the dialysis treatment. Reportedly, there were no issues during priming of the circuit however, the nurse observed a blood leak at the filter port. The blood loss was estimated about 3ml. No other patient information is available. There was no patient injury and no medical intervention as a result of the blood leak.